Manufacturer narrative:
The device was evaluated by an authorized field technician. A visual evaluation of the chair confirmed the reported issue. The chair was found to be 23 years old. No prior service records were found indicating that no service had been performed on the chair by an authorized service provider. When evaluated, the technician noted that non approved parts were used to repair the chair at one time. Ferno suggested to the end user the chair be retired from service as no repairs were made to the chair. The investigation suggests, the incident was potentially the result of a combination of age, lack of control by the operator, use of non OEM parts to repair the device and weather conditions. There has been no further information provided regarding the alleged injuries or any required medical intervention.

Event description:
Complainant reported an incident wherein the chair tipped backwards with a patient. After the incident the patient alleged head and back pain, but refused medical treatment. No additional details have been provided.

Event description:
Complainant reported an incident wherein the chair tipped backwards with a patient. After the incident the patient alleged head and back pain, but refused medical treatment. No additional details have been provided.